Event description:
After being diagnosed with bilateral breast cancer (2014), dcis and invasive ductal carcinoma, I underwent bilateral mastectomies with expanders placed for later reconstructive breast surgery. Two weeks later, on the day the drains were removed, I was readmitted to the hospital with c diff, hemorrhagic colitis and sepsis. I never felt well after the initial surgeries (breast doctor and plastic surgeon) and these serious life-threatening illnesses worsened my condition. At each and every office visit I explained how I felt and was told to give it time. In (B)(6) 2015 I had the exchange surgery to remove the expanders and replace with allergan textured silicone implants. More pain, more problems and more dismissive attitudes from the doctor's. It felt like my body was turning against itself. In july 2019 I found a post online from the FDA that allergan textured silicone implants could cause alcl. Neither my plastic surgeon or the FDA sent me a notification regarding this recall. In fact, my ps agreed that my implants allergan implants needed to come out. He said he wanted to replace them with new ones. I choose not to. I went to another ps and he agreed to total capsulectomies. This was (B)(6) 2019. I have since had to have my gallbladder removed, developed more lymphedema in both arms, stomach area and both legs. I also had more skin growths on my back and stomach. Seromas have been present since (B)(6) 2019 and not one doctor will address these seromas. I was recently diagnosed with fat necrosis in my right chest. I also was diagnosed with copd and asthma. I have been to a neurologist, pulmonologist, rheumatologist, my oncologist, cardiologist, breast doctors, plastic surgeons, dermatologist, endocrinologist. The total capsulectomies diagnosis is breast implant illness. My symptoms include bii, copd, asthma, lymphedema, gerd, hashimotos, fibromyalgia, chronic fatigue/weakness, anemia, pvd, memory loss, lack of concentration, restless legs, tinnitus, blurry vision, difficulty walking, climbing stairs, bending, stretching, reaching, all due to pain, tightness, pulling. Gallbladder removed, skin rashes, numbness and tingling in arms, hands, legs and feet; dry mouth, eyes and skin; appetite changes, weight gain; anxiety; stomach issues, constipation, diarrhea; incontinence. The seromas are still present as well as fat necrosis in the right upper chest. I have not felt well since (B)(6) 2015 after the initial surgeries. The total capsulectomies in (B)(6) 2019 did not resolve anything..it added more problems and more medical issues. My immune system is wrecked and my life has changed drastically. I am bedridden most of the time and daily tasks knock me out if I can do them at all. I used to be out every day, walking going to events, taking care of my responsibilities and sick family members I hope this helps open the door for change and to help all the women whose lives have been damaged and destroyed by the greedy, negligent breast implant industry. Thank you. (B)(6) email - (B)(6) please do not release my contact information to the manufacturer. I have pictures but I could not upload. I will be glad to mail pictures, as well as test results. Lung scarring, headaches, herniated disks neck and back, costochondritis, peripheral neuropathy, itching entire body; seborrheic keratosis. FDA safety report ID # (B)(4).